Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was stretched and the main coil suture was damaged due to procedural factors. In addition, the proximal contact was kinked, and the coil delivery wire was kinked and broken. During the functioning test, it was revealed that the coil was attempted to advance through the introducer sheath with friction noted. The damage found on the proximal contact and delivery wire could have been an offset of force or mishandling when there was friction initially noted in the introducer sheath and throughout the procedure. Therefore, an assignable cause of ¿handling damage¿ will be assigned to the analyzed defects on the proximal contact and delivery wire, as the issue is due to handling of the device or portion of the device during the clinical procedure.

Event description:
During the analysis of the returned device, it was revealed that the delivery wire was broken. No clinical consequences reported to the patient.